Event description:
During an elective permanent pacemaker generator replacement, the pacemaker was extracted and the lead was disconnected. It was noted that the unipolar old lead was fractured. The original generator and lead were believed to be installed in 1982. There were no adverse consequences to the pt.